Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for change in stimulation. High impedances were identified. Reprogramming was unable to resolve the issue. A lead revision was completed to resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d9 - 9. Date returned to manufacturer, device returned to manufacturer section g3 - date received by manufacturer section g6 - type of report section h6 - evaluation codes section h10 - manufacturer narrative the evoke scs percutaneous lead was returned. Visual inspection identified multiple conductor cable breaks at the anchor site. The lead did not pass functional testing, with multiple disconnected electrodes identified. Impedance logs were reviewed and confirmed electrodes e1, e2, e3, e4, and e5 were disconnected at the time of the event. The lead damage and functional testing results are potentially consistent with damage caused by implant technique of the anchor. The cause of the lead damage cannot be conclusively determined. The evoke scs system clinical manual details impedance as, "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording".